Event description:
"On or about (B)(6) 2009," an ams "y-sling" was implanted to treat for "stress urinary incontinence and/or prolapse. "Plaintiff's attorney alleges "plaintiff subsequently developed significant injury, including but not limited to, one or more of the following injuries: pain, infection, worsened incontinence, urinary problems, dyspareunia, and erosion," that "are continuing the require ongoing medical care." Also alleged, plaintiff has suffered and will continue to suffer disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.